Event description:
The recipient was implanted as single sided deafness (ssd) since a couple of years due to ossifying labyrinthitis. Due to severe ossification, only 3 channels were functional. Reportedly, some channels were extra-cochlear and others cause severe facial nerve stimulation. The recipient had a revision surgery on (B)(6) 2021 due to the extra-cochlear channels, however, without any improvement. The recipient visited another clinic for explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device was affected. Due to severe ossification, only 3 channels were functional. Reportedly, some channels were extra-cochlear, and others caused severe facial nerve stimulation. Therefore, she started to use the audio processor (ap) less and less because of little benefit. The device was explanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the lack of benefit was likely caused by the reported ossification in the cochlea. Reportedly the electrode migrated post-operatively out of cochlea with three channels remaining in the cochlea. The recipient experienced also facial nerve stimulation likely caused by extra-cochlear stimulation due to the migration. A re-insertion surgery was performed leaving most likely one channel extra-cochlear. However, the benefit with the device did not improve and the device was explanted. This is a final report.